Event description:
My apap (aka CPAP) mask loosened two implant teeth. Re: loose teeth edit delete post report, this post quote post by (B)(6), thursday (B)(6) 2018 2:37am; I am in the process of getting implant supported dentures. My full face mask on my apap (aka CPAP) has loosened two lower implant teeth. Makes sense. My dentist is very patient when pulling teeth (gently rocks the tooth for several minutes. Then lets the tooth rest for about 10-15 minutes. Then returns for more rocking). Almost totally pain free! I am going to report this to the food & drug administration and encourage others to do likewise. In the meantime, I will be looking for a different kind of map. (B)(6).